Event description:
Additional information was received on (B)(6) 2019. A 6fr. Sheath was used. Angio of puncture site was made, with no complications at the puncture site or with entering or removing devices. The patient came in with acs and got stents. Intervention with 6fr sheath. Blood thinning medication was given; highest dose (clopidogrel, aggrastat, heparin). She was in the intensive care unit for 12 hours, until then everything was ok. Then she was moved to a normal station and the bleeding started, within 1 hour she was dead.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections b5, d11 & c2, and d6.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 30jul2019. There were not multiple sticks, and the puncture site was normal; an angiogram was performed before use of the angio-seal device. There was no direct allegation made against the device by the clinician that it caused or contributed to the event. They think that it did not come from the angio-seal, they think the bleedings came from the medications; and that the reason for the death is not caused by the angio-seal, it is a matter of the sickness, medication and the circumstances as she was fine the first 12 hours in intensive care.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in section b5.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they used the involved angio-seal; and the patient bleed to death.

Manufacturer narrative:
This report is being submitted as follow up no. 4 to provide a correction. Section was inadvertently not provided in follow up no. 1. Therefore, this section is being provided.